Manufacturer narrative:
Stryker evaluated the device and was not able to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Corrected data: the customer did not receive a replacement device as the additional mfg narrative indicates in the initial report. This device was serviced and returned to the customer.

Event description:
The customer contacted stryker to report their device does not provide energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device does not provide energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.